Manufacturer narrative:
A review of the device history record for strattice lot sp100115 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 03/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device lot ¿s10830-078¿ on (B)(6) 2011. The patient underwent a ¿laparoscopic converted to open recurrent incisional hernia repair with component separation and xenmatrix mesh, repair of colotomy, and small bowel resection¿ on (B)(6) 2012. The patient was implanted with a third non-abbvie device, ¿bard xenmatrix; lot #huvhbl18¿ on (B)(6) 2012. The form indicates that the device was ¿revised 03/apr/2013 due to incisional hernia repair.¿ the patient underwent another ¿incisional hernia¿ surgery and was implanted with a second strattice device lot ¿s11027-313¿ on (B)(6) 2013. The patient underwent a ¿panniculectomy with resection of densely scarred abdominal tissue and the site of the colocutaneous fistula and advancement flap closure of abdomen over complex hernia repair requiring mesh¿ on (B)(6) 2014. The patient was implanted with a third strattice device lot ¿sp100115-003¿ due to a ¿ventral hernia¿ on the same date. The patient underwent a ¿takedown of the enterocutaneous fistula, small bowel resection and anastomosis, subtotal colectomy with ileorectal anastomosis, resection of the ileorectal anastomosis and redo end-to-end ileorectal anastomosis with eea stapler, flexible sigmoidoscopy, complete enterolysis, mobilization of the bladder, incisional recurrent ventral 4 hernia repair with mesh, excision of foreign body, old mesh, and sutures, debridement of abdominal wall and closure of a separate left lateral ventral hernia, ventral hernia repair with mesh, and placement of a negative suction wound vac device¿ on (B)(6) 2015. The patient was implanted with a fourth strattice device lot ¿sp100140-080¿ due to a ¿recurring incisional ventral hernia¿ on the same date. The patient underwent a ¿repair of incarcerated incisional hernia, mesh implantation, development of subcutaneous flaps, excision of old infected mesh, drainage of large abscess cavity, and wound vac placement¿ on (B)(6) 2015 . The patient was implanted with a fifth strattice device lot ¿sp100238-105¿ due to a ¿recurrent incarcerated incisional hernia¿ on the same date. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain, recurrence, repair of colotomy, small bowel resection, intervention surgeries, component separation, fistula, severe abdominal wound scarring, abdominal wound washout, placement of wound vac, abscess, scarring, incarceration, additional meshes implanted, infection, and intervention and mesh removal surgeries.¿ the form lists the conditions that were treated were ¿pain, recurrence, repair of colotomy, small bowel resection, intervention and mesh removal surgery, and component separation¿ on or about (B)(6) 2012. The patient received treatment for ¿pain, recurrence, fistula, severe abdominal wound scarring, and intervention surgery¿ on or about (B)(6) 2014. The patient had ¿abdominal wound washout, placement of vac sponge, pain, abscess, wound vac, recurrence, and intervention surgery¿ between (B)(6) 2014. The patient was treated for ¿scarring, fistula, pain, small bowel resection, recurrence, placement of wound vac, and intervention and mesh removal surgery¿ on or about (B)(6) 2015. The patient received treatment for ¿incarceration, pain, recurrence, infection, abscess, wound vac, and intervention and mesh removal surgery¿ on or about (B)(6) 2015. This is the patient reported under patient identifier (B)(6) (emdr-41404), (B)(6) (emdr-41403) and (B)(6) (emdr-41384). This emdr is being submitted for the 3rd strattice device.